Event description:
Caller reported potential false negative troponin I (tni) on triage cardiac panel vs beckman analyzer. Caller performed a test on whole blood and later on plasma from the same blood sample with different results. A heparin blood sample was run on the beckman analyzer with a positive result (B) (4). The patient had been admitted three days and all blood draws on the beckman were positive on tni. The lab uses 0.05 as cut-off for triage tni and stated that triage is only used as a backup. The caller also mentioned that she had another whole blood sample from a different patient and also got negative tni results vs beckman analyzer positive results. No values were provided and no patient information provided.

Manufacturer narrative:
Investigation pending.